Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Examined the samples and found the tips were not too curved. The specification for curvature is that the tips not be straight, and they are not. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the coude tip was bent more than usual; therefore, the patient could not insert the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the coude tip was bent more than usual; therefore, the patient could not insert the catheter.